Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Expiration date unknown. Premarket identification k011028 and k013227.

Event description:
It was reported that the implant at tooth location 26 was removed due to pain, discomfort and edema.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Healing abutment could not be removed. The device could not be functionally tested for the reported failure (pain). However, measurements were taken using a caliper cal3845 (due: (B)(6) 2022 following dimensional analysis and comparison to drawings, the device was determined to be within design specification. Device history record (DHR) review for the lot (1215850) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op#150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1215850) for similar events (complaint category keywords: medical: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.